Event description:
Customer complains blood leak during treatment. The pt suffered a blood loss of 245ml as the blood from the extracorporeal circuit was not returned by clinical policy. The pt was given 800ml saline as a standard treatment, as this was the second incident during this treatment (first was clotting during use of baxter dialyzer), but all in all the blood loss estimated less than 500 ml. No medical intervention necessary.